Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. There was a discrepancy of greater than 6 mmol/l for each result. Cl results would repeat higher and sodium results would repeat lower. The customer provided data for two patient samples and of the mentioned tests, these samples had erroneous na values. The repeat values from these samples were believed to be correct. The first sample initially resulted with an na value of 149 mmol/l, which repeated as 139 mmol/l. The erroneous result from this sample was not reported outside of the laboratory. The second sample initially resulted with an na value of 131 mmol/l, which repeated as 140 mmol/l. It was asked, but it is not known if the erroneous result from this sample was reported outside of the laboratory. The patients were not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a partially clogged valve and worn seals. He decontaminated the ise channel and replaced seals. He verified adjustments and performed mechanism checks to ensure proper operation. The customer ran quality controls. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The erroneous value from the second sample was reported outside of the laboratory.